Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a routine device change out procedure, the left ventricular lead exhibited high pacing thresholds. Micro-dislodgement of the left ventricular lead was observed. The lead was explanted and replaced without complications.